Event description:
Additional information was received from the patient. The patient stated that they were peeing a lot but still not fully emptying their bladder. The patient stated have not seen improvement in symptoms and that they felt and then lost the stimulation since implant. The patient will see their healthcare provider (hcp) on friday to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that the cause of not feeling the stimulation was not determined. The steps were or would be taken to resolve this issue was that they gave instructions to reach out to hcp office if needed. The issue was resolved. It was unknown if the patient experienced urinary retention prior to the device and catheterization the patient's ¿standard of care¿ prior to the device. The issue was resolved and they requested the information from the physician and/or patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still having symptoms that were worse than prior to the implant. The patient stated they were not emptying their bladder, so that's why they got the device implanted. The patient said they were peeing their pants this weekend, which they haven't done in a long time. Agent reviewed therapy information and general programming guidance with the patient. During the call, the patient was able to connect to their settings and increase their stimulation but did not feel any stimulation; they will keep the new intensity until reach with healthcare provider (hcp). The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient on 2025-jul-22. The patient stated that they increased the stimulation on the weekend but they were still the same. Agent recommended to wait a couple of more days and if no change, reach hcp.